Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output/ [inspection] appearance. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe*. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-health professional that during a laparoscopic right hemicolectomy using the subject device, usg-400, and td-sb400, the tissue pad was peeled off and worn 5 minutes after starting the procedure. The intended procedure was completed with another device. Here was no patient injury reported.